Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced hypoglycemic event. Patient was found unresponsive and emts were called to the patient's home. Patient blood glucose level was measured at 26 mg/dl. Patient was treated with IV meds. Emts removed and discarded the device that was being worn at the time of the event.

Event description:
Type 2 diabetic on vgo 30 since (B)(6) 2014 spoke with valeritas customer care and reported a serious event of hypoglycemia requiring 3rd party intervention. Ae assessor contacted the patient to further investigate. The patient reports that approximately 2 weeks ago (specific date no known) he awoke surrounded by emts. He was informed that his wife had found him lying unresponsive on the couch. Emts measured his bg at 26mg/dl. They treated the hypoglycemia with an "IV of some sort". The patient was not certain what was in the IV. The emts removed and discarded the vgo device that he was wearing at the time of the event. He awoke promptly and declined transport to the hospital. Emts continued to treat in his home until bg was either 136 or 166. Patient could not recall the specific bg. Patient did not administer any further insulin that day and monitored bg frequently. Patient contacted his hcp on the day of the event. The hcp has recommended and prescribed vgo 20 for further insulin management. The patient has had no further hypoglycemia since the event. The patient denies any increase or change in exercise prior to the event. The patient denies any decrease or change in diet or carbohydrate intake prior to the event. The patient denies any recent medication changes prior to the event. He denies taking any other anti-diabetic medications or insulins other then that prescribed with the vgo. Patient reports that he may have taken a tylenol 3 for back pain sometime within 24 hours of the event. The patient stated that the emts removed the vgo device that was worn on the day of the event. He was not able to or in the state of mind to assess the gray indicator bar. It is unknown what amount of insulin remained in the device at the time it was removed. Device contribution to the event cannot be excluded. The patient has consulted with his endo who has prescribed the vgo 20. Patient is to notify endo if bg falls below 70mg/dl. No clear contributing factors to the severe hypoglycemia could be identified in this case. Vgo device contribution could not be excluded.